Event description:
It was reported that the surgeon was using the expedium rod approximator with dovetail to reduce a rod into a tulip head/screw head on a two level construct at l5. The rod approximator would not disengage from the screw head properly. With the rod approximator attached to the screw head, the surgeon tried removing the screw and eventually had to remove the adjacent level screw as well. The difficulty added twenty minutes to the procedure.

Manufacturer narrative:
Device evaluation: (1) rod approximator (product code: 2797-12-525, lot no: 0410mi) was returned for evaluation. Visual inspection found no anomalies that would prevent the instrument from releasing from the screw. The device was then bench top tested with al fichera (pd group manager) using a 2 level construct spine model (see attached photo). No issues could be found with the device as it functioned as intended. Device history record (DHR) review: a review of the DHR identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Complaint trend analysis: a complaint trend analysis for the rod approximator was conducted for the device. No systemic trend was identified that required further action. This investigation found no product problem as the device functioned as intended and the fault could not be replicated. It is possible that there may have been some patient anatomical restriction that may have prevented the rod approximator from being released from the screw. As there has been no issue identified in the manufacturing and release of the device and no complaint trend exists, the complaint file will be closed requiring no further action. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.